Event description:
Healthcare professional (hcp) reports one incident of a patient reaction which occurred at start of treatment. Pt developed a cough, shortness of breath, chest tightness, itching and decreased blood pressure. Patient was treated with benadryl 50 mg IV, hydrocortisone 250 mg IV, epinephrine 0.5mg im, and oxygen at 2-4 l. Treatment was terminated and blood was returned to pt. Treatment was resumed and completed with an alternate membrane and new disposables without further incident.